Event description:
It was reported that the coil failed to detach. When the coil was removed from the patient, it was noted that the proximal part of the coil was not present. There were no clinical consequences to the patient.

Event description:
It was reported that the coil failed to detach. When the coil was removed from the patient, it was noted that the proximal part of the coil was not present. There were no clinical consequences to the patient.

Manufacturer narrative:
During functional testing, the coil moved freely within the introducer sheath. A detachment test could not be performed as the proximal contact was not attached to the delivery wire. Analysis of the returned device found that the delivery wire was kinked and the main coil was stretched at the main junction. There were no breaks in the delivery wire. The delivery wire was found to be intact. The proximal contact was found to be detached. The proximal contact (cathode) is a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure and never comes in contact with the patient. Based on the device investigation, the reported event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.